Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was having difficulty charging ipg and was charging more frequently due to non-functional battery. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg will not be returned.